Event description:
During the implant procedure, while dissecting the neck area, a vessel was nicked, and the patient experienced excessive bleeding. Physician located the source and cauterized the bleeding to achieve hemostasis. This resolved the issue.